Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 457 mg/dl. Reportedly, he couldn't always guess his boluses and his bolus wizard wouldn't work since it wasn't set up. The customer did not mention any symptom or treatment of blood glucose levels. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.